Manufacturer narrative:
Product analysis: the braid¿s distal and proximal ends were opened and frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance and became stuck in the distal end of the catheter while being delivered. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing interventional treatment of aneurysm. The patient was being treated for an unruptured clinoid segment aneurysm with an amorphous morphology. The patient¿s vessel tortuosity was moderate. The access vessel was the femoral artery (vessel diameter 7 mm). Dapt (dual antiplatelet treatment) was administered (pru level not detected). Angiographic result post procedure: carotid artery had dissection, and stent was used to cover the dissection. Aneurysm dimensions: max diameter 6 mm and neck diameter 4 mm. Landing zone (artery size): distal 3.52 mm and proximal 3.7 mm. After the microcatheter and stent were in place, the stent slipped during the deployment process. They wanted to retrieve it a second time and then pushed it to go upper again for deployment. During the retrieval process, they found that the stent could not be retrieved, and the images showed that the stent was not kinked. They tried to pull it to the level of the cavernous sinus segment, but still found it could not be retrieved. They suspected the stent was damaged, so they pulled it out of the body. We found that the stent could not be retrieved through the microcatheter outside the body. It was stuck in the microcatheter. They could continue to deploy it, but it could not be retrieved. The catheter was flushed as indicated in the IFU. The catheter was flushed continuously with heparanized saline. The physician released the load (slack) in the system in an attempt to resolve the issue. The issue did not resolve. The catheter and pushwire was not damaged. There were no patient symptoms or complications associated with this event. Ancillary devices: guide catheter cordis, microcatheter p27, rebar18, guidewire avigo, other ep2.